Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm stuck button. Customer's blood glucose at time of incident was 7.4mmol/l. Customer stated that button still unresponsive. Customer stated that the alarm happened during normal use. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self- test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All the buttons functioned properly and no moisture damage on keypad traces or stuck button alarm noted. Keypad connector was fully locked. No cosmetic damage noted.